Event description:
Voluntary medwatch received states that the patient's left ventricular (lv) lead exhibited prior high capture threshold and intermittent low pacing impedance measurements prior to a planned lead extraction. Abbott technical services was noted to be contacted and provided programming recommendations. The lv lead was successfully explanted and replaced. No addtional adverse patient effects were reported outside the planned revision procedure.

Manufacturer narrative:
UDI is not available as product information was not provided.